Manufacturer narrative:
Section b5, d4, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed cosmetic damage to the silicone jacket layer of the driveline. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 16.75¿ of the external portion/distal end of the driveline was returned for evaluation. Black and clear rescue tape was observed 2¿ through 14.5¿ from the metal connector. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, the silicone jacket was damaged 5.5¿, 8¿, and 14¿ from the metal connector. The silicone jacket was also missing 2.25¿ through 4.25¿, 6¿ through 7.5¿, and 9¿ through 10.5¿ from the metal connector. The clear bionate appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information is provided.

Event description:
A pump stop was noted on (B)(6) 2019 and was confirmed to be during the percutaneous lead repair and is expected. There are also low supply voltage values when connect to the power module. There were no other unusual events recorded in the log file. The mechanical circulatory support equipment is operating as intended.

Manufacturer narrative:
Approximate age of device, 4 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had wire showing on the driveline. Performed driveline evaluation on (B)(6) 2019. No alarms/issues noted. Scheduled driveline repair on (B)(6) 2019. There were no signs of any type of percutaneous lead wire shorting issue in the file. The driveline data also appeared normal. Also noted the patient cable was beginning to show signs of cable fatigue. On (B)(6) 2019 tech services arrived onsite for cosmetic driveline repair. Performed repair ~6" inches from the exit site. After repair tethered patient on grounded patient cable without issue. Returned removed percutaneous lead for evaluation.